Event description:
Information received from the field notes that during a routine follow-up, atrial bipolar impedance was <200 ohms and unipolar atrial impedance was 225 ohms. The patient was paced two percent of the time in the atrium. The device was programmed to the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received